Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the gantry stuttered when extending in the x direction. It was found that the x-stage cover was damaged due to misuse. The x-stage cover was replaced and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. The x-stage cover has been received by the manufacturer, however, analysis has not been completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The x-stage cover was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. The returned cover was physically damaged due to scratches and dents. The cover failed visual inspection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No device/components have been received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure during preventative maintenance that the x-stage cover was damaged. There was no patient present.